Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4196 implantable pacing lead - 2013 (B)(6); (B)(4) competitor implantable pacing lead - 2013 (B)(6); (B)(4) implantable transcatheter valve - 2013 (B)(6). (B)(4).

Event description:
It was reported that a couple of days post implant, the right ventricular (rv) lead exhibited oversensing. The oversensing resolved itself the following day, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.